Event description:
The customer reported that after approximately 30 minutes, the rhs uif screen b380 displays only vertical black lines.

Manufacturer narrative:
This MDR is related to ge healthcare complaint. This part had been changed in 2008. There is no part available to change again. The ge service rep checked the connectors voltages.